Event description:
Tube fell out of patient.

Manufacturer narrative:
It was reported by the customer contact that "gtube that is falling out and when it does, she finds balloon deflated". It was reported that "maybe it was user error". No additional information was provided despite attempts to obtain. A sample was requested to be returned for evaluation. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.